Event description:
Procedure: liver resection. Pt sex: unk. Reportedly, the stapler was fired to the liver, however, the stapler would not open. The surgeon then had to cut the stapler off of the liver. There was no report of any adverse affects to the pt.